Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure (male patient; age and weight are unknown). According to the complainant, after the catheter was placed, they took the pump speed up to 45 and the pressure never went to where it needed to be. The dr assumed the prosthetic balloon broke. They pulled the cartridge out and it had no water. They feel there was calculi in the patient's prostate that caused the malfunction. Reportedly, the procedure was successfully completed with another prolieve thermodilatation catheter. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "ok."

Manufacturer narrative:
The complainant was unable to provide the suspect device serial number and model number; therefore, the device manufacture date and expiration date are unknown. A visual examination of the returned catheter noted that the compression balloon distal bond had completely delaminated, no additional evidence of damage or anomalies was noted. A functional evaluation was performed by filling the anchoring balloon with water; the balloon appeared to be intact, no leaks were observed. Due to the compression balloon bond failure, the compression balloon was not evaluated. The cause of the balloon bond failure is undetermined.